Event description:
It was reported that customer experienced pump malfunction during software update, with malfunction 199 appearing in tandem source and malfunction code 0 on pump, and pump subsequently failed to power off so reset could not be completed. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump with earlier software version.